Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's system was not turning on and that their system was not providing sufficient relief. It was also reported that the patient never had effective therapy. Surgical intervention took place in (B)(6) 2024 where the system was explanted to address the issue. The exact date of explant is unknown.

Manufacturer narrative:
Date of event estimated. Date of explant is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.